Event description:
The customer reports that the tuohy needle broke half way in the pt during a procedure. The pt was not injured and the doctor was able to remove the broken tip from the pt.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.